Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported noticing a blank screen on the display of her adc blood glucose meter. She additionally noted the meter would not turn on when the button was pressed or with test strip insertion. Customer further reported she started to feel "sick" but when she tried to test, the meter "would not work". Customer added that due to this she has been experiencing "urination, was tired, anxiety, blurred vision and dizziness". Customer self-presented to her healthcare provider, was diagnosed with hyperglycemia and was treated with metformin, which was a new medication. There was no report of death or permanent injury associated with this event.